Event description:
On (B)(6) 2012, this pt underwent endovascular treatment for a descending thoracic aneurysm measuring 78mm in diameter, and a type b complicated aortic dissection. A gore tag thoracic endoprosthesis was implanted. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent reintervention wherein the supra celiac aorta was covered with an add'l unk aortic endograft. Intraprocedure angiography showed good remodeling of the true lumen expansion but showed retrograde re-filling of the false lumen. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states, the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in the following pt etiologies: acute and chronic dissections. Pt's are counseled on the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.